Manufacturer narrative:
This is a supplemental report to MFR. Report #:1218950-2022-00447.  This is the correct report for this complaint.

Event description:
It was reported that the esv alarm had not sounded at the central station in room ch566 at 07:07:11 pm on 03-may-2022. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.